Event description:
Healthcare professional reported the device was removed due to sub-valvular stenosis caused by pannus overgrowth. There was nothing wrong with the valve as viewed after the aortotomy.